Manufacturer narrative:
The available info suggests that this device remains in-service. As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info in (B)(6) 2013 that this health care profession (hcp) contacted boston scientific's technical services (ts) to request info on the impact of radiation therapy on the s-ICD device. Ts provided info from the physician's systems guide. Subsequently a review of uploaded data to the manufacturer's database system indicated that a device ram error had occurred at the time of radiation therapy. Device resets were observed from (B)(6). These resets do not impact the device's ability to sense and provide therapy.